Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4) captures the reportable event of bands unable to deploy. The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on june 21, 2022. During the procedure, the device could not deploy the bands. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that there were five bands attached in the ligator head, and some of them were overlapped and moved from their position. One band was found damaged. Additionally, it was found that the ligator head teeth were bent/damaged and the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped. These suggest that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head, which could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused overlapping of bands, or damaging it. It is possible that these difficulties encountered could have caused the damage/bend on the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.